Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens. Due to the patients capsule being unstable the incision was enlarged to remove the lens and a vitrectomy was performed. Another lens was inserted. A suture was required to close the wound.